Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient suffers from pain, loosening and metallosis. Update 2/10/2017 pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicated slightly elevated chromium levels and markedly elevated cobalt levels (no labs). The stem is being added to the complaint and part/lot is being updated for the head/liner. No date of revision has been provided. No indication of product loosening as previously alleged. The complaint was updated on: 3/3/2017.